Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 64 mg/dl at the time of the incident. The customer was getting lows and their treatment with carbs was not working. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.